Event description:
It was reported that while trying to interrogate an ICD (implantable cardioverter defibrillator) multiple times, the programmer was running very slow. Then, it would not interrogate at all. The programmer was also noted to need cosmetic repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis verified a telemetry problem when interrogating a virtuoso device, but the slow software problem was unable to be verified. Analysis also found that a system error had occurred in the past, the floppy disk drive no longer works, the programmer cooling fan was noisy, the power cord bay door had two broken latches, the media bay door latch was broken out and missing, the programmer failed a left antenna test, and the programmer hinge plate had one missing screw.